Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while customer was filling the cartridge, the shroud fell off. Customer's blood glucose level was 160 mg/dl. It was also reported that the insulin gauge was inaccurate. Customer declined troubleshooting with tandem technical support. Reportedly, a new cartridge was loaded to address the issue.